Event description:
The manufactured received information alleging patient diagnosed as legionnaire disease, patient was admitted to ICU on treatments, steroids, and antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.